Event description:
The patient presented in the hospital with vt and found to have low impedance and r-waves. Undersensing and oversensing were noted but patient was treated appropriately and converted. Lead anomaly suspected. However, no anomalies were noted upon examination. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.